Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -5 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced excessive vaulting but it was later reported there was no eye symptoms and the problem resolved. The cause of the event was reported as "other: excessive lens length". Lens remains implanted.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).